Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were not detected on the bus. A field service engineer opened rear panel, found that no lights on the drawer. Then the field service engineer replaced the module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E1(initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple drawers were not detected on the communication bus. The customer stated that the malfunction occurred when a user tried to issue medication to a patient, causing a delay in patient care, as the user had to go to a different station to acquire medications. There were no adverse events or injuries reported based on this event.